Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device manufacturer date for the reported product is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a ¿hot smell¿ while wearing their freestyle libre sensor. The customer further reported a "burnt area" under the sensor after sensor removal. There was no report of death, serious injury, or mistreatment associated with this event.